Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - after an implantation time of about 36 months, inappropriate shock deliveries were reported. The ICD (implanted at the same time as the lead) showed premature battery depletion. The lead was inactivated and left inside the pt, but the device was returned. A new ventricular lead and a new ICD were implanted. The date of explant for this device was not provided.